Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, broken haptic was observed. Additional information was received by stating, leading haptic was broken. There was no patient contact. The surgery was completed by using another unspecified lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).